Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of implant. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2011) is considered to be a best estimate. Corrected field: d.6a (date of implant). This supplemental emdr represents the bard/davol mesh ¿ ventralex (device #1). Additional supplemental emdrs were submitted to represent the bard/davol ventrio st (device #2) and the bard/davol ventralex st (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex on (B)(6) 2012, ventrio st on (B)(6) 2014 and ventralex st on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 ¿ patient was diagnosed with incarcerated ventral incisional hernia thereby underwent laparoscopic repair with implant of ventralex mesh (device #1).per operative notes, ¿contents of the hernia sac were reduced and fascial hernia defect was repaired with ventralex mesh (device #1) and sutured circumferentially.¿ (B)(6) 2014 - patient was diagnosed with recurrent incisional hernia and abdominal pain thereby underwent laparoscopic repair with implant of ventrio st mesh (device #2). Per operative notes, ¿multiple dense adhesions were removed and incisional hernia was repaired with ventrio st mesh (device #2) covering the old mesh (device #1) and tacked as interface between new and old mesh.¿ (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with removal of two previously placed meshes (device #1 and #2) and implant of synthetic mesh. Per operative notes, ¿ midline vertical scar underlying tissues were debrided and meshes (device #1 and #2) were excised completely. And fascia was closed and synthetic mesh was placed in midline and sutured.¿ (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of ventralex st mesh (device #3). Per operative notes, ¿scar was excised and hernia sac was identified. The sac was separated and recurrent hernia was placed with ventralex st mesh (device #3) in the abdominal cavity and sutured.¿ (B)(6) 2018 ¿ patient was diagnosed with recurrent incisional hernia and abdominal wall pain thereby underwent open repair with removal of ventralex st mesh (device #3). Per operative notes, ¿small incisional hernia at the base of her prior surgical site was identified. Adhesions between omentum and mesh (device #3) was identified and taken down. The mesh (device #3) was removed and fascia was closed with sutures.¿ (B)(6) 2019 - patient was diagnosed with recurrent incisional hernia thereby underwent robotic repair with implant of bard soft mesh (device #4). Per operative notes, ¿multiple dense adhesions were dissected free. Multiple large midline hernias were reduced, and synthetic mesh was identified and recurrent defect was closed with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh ¿ ventralex (device #1). Additional emdrs were submitted to represent the bard/davol ventrio st (device #2) and the bard/davol ventralex st (device #3). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex on (B)(6) 2012, ventrio st on (B)(6) 2014 and ventralex st on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.